Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7075805.

Event description:
It was reported that the patient underwent a lead replacement procedure due to an unknown reason.

Event description:
It was reported that the patient underwent a lead replacement procedure due to an unknown reason. Additional information was received that the leads were replaced with a magnetic resonance imaging (MRI) compatible device due to patient needing an MRI. The patient was doing well postoperatively and the explanted devices were not returned.